Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance out of range. The device was reprogrammed to rv coil to can. A defibrillation threshold (dft) test was performed two times and was successful both times. Field representative stated left ventricular (lv) lead was programmed off and is pulled back into the coronary sinus. The lead remains in service. No adverse patient effects were reported.